Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Additionally, the insulin gauge was inaccurate. The customer's blood glucose was 400 mg/dl and had diabetic ketoacidosis. The customer was admitted to the hospital and an insulin drip was administered. The customer was discharged on (B)(6)2019 with no permanent damage. Customer loaded new supplies and received an accurate fill estimate.